Manufacturer narrative:
The customer¿s report that a medication set to infuse for 1 hour but completed within 6 minutes could not be confirmed or replicated during this investigation. The inspection process performed on the pump module observed both the right (male) iui and left (female) iui had corrosion. The lower right side area where it latches onto a pcu was observed to be damaged. A review of the pcu event log around the reported event date and time shows on (B)(6) 2020 at 7:33 am, pump module s/n (B)(6) was attempted to be programmed to infuse a primary infusion for drug ID= 228 (methylprednisolone, drug amount= 1000 mg, diluent volume= 50 ml) for a duration of a one hour infusion. During the programming, there was a channel disconnect and the infusion was not started. There was activity of the device being added, removed, and preventative maintenance reminder popup being acknowledged within an approximate 50 seconds until the pump module was powered off at 7:35 am which also powered off the pcu. The total volume infused was noted as 0 ml. Further review of the log noted no further infusion from the pump module device. Timed rate accuracy test was performed on the pump module. The device was found to be delivering IV fluids within specification. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear failed to engage the safety clamp when the door was opened on one of the ten (10) test trials; however the device did alarm appropriately. This is not believed to have contributed to the reported overinfusion event. The root cause of the customer¿s report that a medication set to infuse for 1 hour but completed within 6 minutes was not identified. A review of the pump module device history record showed the device had a manufacture date of 06/04/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the unspecified medication was set to infuse at 7:30 am on (B)(6) 2020 to infuse for 1 hour but completed within 6 minutes. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the unspecified medication was set to infuse at 7:30 am on (B)(6) 2020 to infuse for 1 hour but completed within 6 minutes. There was no patient harm. The customer stated no further information is available.